Event description:
According to the information received, a 8/6mm amplatzer duct occluder (ado) spontaneously released from the delivery cable and deployed into the right pulmonary artery. Attempts were made to snare the device, but were unsuccessful. The patient was transferred to the operating room for emergency device retrieval.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including attaching and detaching to a test delivery cable. Review of manufacturing documentation confirmed this device successfully passed these inspections. The amplatzer duct occluder (ado) and an amplatzer torqvue delivery system delivery cable were returned to sjm with no defects observed. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device and delivery cable end screw threads were examined microscopically and no defects were observed. The device and delivery cable end screw threads were measured with go/no go thread gages and met specifications. The delivery cable was fully and securely attached to and detached from the device without issue. Procedural images received included angiograms, measurements of the pda, the ado inside the sheath, and then embolizing into the right pulmonary artery. Review of the procedural images by sjm's medical consultant indicated the ado did not appear to be undersized and the reason as to why the ado detached from the delivery cable and embolized into the pulmonary artery was unknown. The returned ado functioned normally during our analysis and was confirmed to meet specifications prior to shipment. The cause for the reported event could not be conclusively determined.